Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device would not fully complete a seal cycle. Another device was used to complete the procedure. There was no blood loss of over 500cc and there was no injury.

Manufacturer narrative:
(B)(4). The reported condition that the device would not seal was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and all seal cycles were completed satisfactorily with end tones indicating completed activation cycles. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.